Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6, h11. The vessel sealer extend instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was returned with the cord cut, which prevented full functional testing. The instrument was installed and driven on an in-house system, where it successfully passed recognition and engagement tests. The instrument demonstrated intuitive movement with a full range of motion in all directions, and the jaws opened and closed properly. Evaluation of sealing and cutting functionality could not be performed due to the damaged cord condition upon return. A review of the procedure logs was unable to confirm any failures.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, even after being cleaned, the vessel sealer extend (vse) instrument did not work as well. No fragment fell into the patient. The procedure was completed as planned. It was reported that the vse instrument worked for an hour or two, then started having issues applying energy and cutting. The customer reported that this event involved the vse instrument experiencing delayed sealing, insufficient sealing, and cutting issues. The customer specified that tissue would stick to the vse instrument and become ripped and bleed when the vse jaws were opened. A vessel was ripped. No errors were received during this event. The "sealing in progress" and "seal completed" tones were both heard as expected while using the vse instrument; however, the customer stated that they cut tissue that was not fully sealed. The customer said when these events occur they have sutured, applied clips, and used other vse instruments to control the bleeding. No images or videos were taken of this event.

Manufacturer narrative:
The vessel sealer extend (vse) instrument used during this event has not undergone failure analysis investigations. The vessel sealer logs for this procedure were reviewed: this vessel sealer extend (vse) instrument was installed 3 times and passed homing 3 times. This instrument performed 55 cut complete events with no errors. The e-100 logs show 141 seal events with no errors. The instrument was used for about 1 hour, 3 minutes.